Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-35855. It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited noise. The lead was explanted and replaced. It was also reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.